Manufacturer narrative:
Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va2q23a); product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been experiencing issues with their implanted device and were concerned that some wires may have been crossed. Their handheld device was not doing anything for them. They were transferred to patient services. The reason for call was patient said that they were having trouble with the ins since implant. Patient said that the device was supposed to control their bladder but it was not controlling their bladder at all. The patient said they were going to the bathroom 7-8 times a day. Patient mentioned that healthcare provider (hcp) has been making adjustments to the device but they were not sure if they were helping at all or not. Patient said they could feel stimulation when hcp was making adjustments and it was in their hip area and sometimes a "shock". Patient said they spoke with someone yesterday (B)(6) 2023 who was possibly the manufacturer representative (rep). Patient said they mentioned "next steps" and patient was not sure what that meant. When asked when the issue started, patient said it was as soon as they got the device implanted and it had been like that all along. Patient added that they had problems right after it was implanted and they couldn't go to the bathroom and couldn't relieve their liquid so they went to the emergency room and the doctor had to put a tube to drain their urinary tract.  Patient said they were constantly going. Patient declined to do any therapy adjustments during the call. The patient was redirected to their healthcare provider to further address the issue. An email was sent to field staff requesting they contact patient. The issue was ongoing.